Event description:
A report was received that the patient underwent an explant procedure due to infection at the pocket site. The symptoms were redness, drainage and the pocket site was open. The physician does not believe the infection was device related. The patient was given both oral and IV antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 serial # (B)(4) description: linear st lead with preloaded enhanced stylet - 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.